Event description:
Customer called to report high bgs. It was stated that the lead screw did not come back to the original point. Troubleshooting was performed. Device tested ok and the insulin exited. Customer treated high bgs with a bolus prior to the call. A replacement pump was requested.